Event description:
It was reported to philips that a message stating there was a defect appeared on the device but when they ran the operational check it passed. When the device was shut off, however, the cross in the rfu indicator returned and the device started to chirp. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.